Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the left anterior descending artery, a 2.75 x 18 mm xience v was deployed; however, a dissection at the distal end was noted. A second 2.75 x 15 mm xience v stent was used as treatment. There was no reported patient sequela. Though requested, there was no additional information provided.